Event description:
It was reported that a mesh hernia patch implanted into the patient became infected at an unspecified time following a hernia operation. No additional information was provided at this time.

Manufacturer narrative:
Infection occurred - should additional information be obtained, a supplemental 3500a form will be submitted accordingly.